Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a chronic implantable cardioverter defibrillator (ICD) was being explanted for a previously reported product performance issue. At the procedure, the right ventricular (rv) lead exhibited high out of range shock impedance measurements through a new ICD. The physician also noted that the rv lead connection in the header of this new ICD did not seem secure and instead felt loose. The rv lead was reconnected to the chronic ICD and again exhibited high out of range shock impedance measurements. The chronic ICD and the rv lead were explanted, and this new attempted ICD was also not used. The physician elected to implant a new df4 system. No adverse patient effects were reported.